Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, high pacing impedance was noted on the left ventricle (lv) lead. The physician suspected lv lead fracture, however, it is unknown if diagnostic imaging was performed. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported events of a lead fracture and high pacing impedance were not confirmed. As received, a lead was returned in two portions for analysis. Visual, x-ray, and electrical testing did not find any indication of conductor fractures. Electrical testing did not find any indication of any shorts. Visual and x ¿ ray examination did find one of the ring electrode cables was separated / damaged at the distal region of the lead which is consistent with procedural damage.

Event description:
Additional information was received indicating the left ventricle (lv) was explanted and the patient is paced using conduction system pacing. No lv lead anomalies were observed visually or via diagnostic imaging. The patient was in stable condition.